Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection was performed and no issues were noted. A functional flow test was conducted, no blockage of fluid was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set could not be primed. This was noted during priming of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.